Manufacturer narrative:
Lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the hammer (p/n: pet60250, lot #: unk) was received at us customer quality (cq). Upon visual inspection, it was observed that the poly cap was broken, and only the broken fragment was returned. No other issues were observed with the returned components of the device. The provided photograph in the attachment "picture" was reviewed and no additional issues were observed. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Also, only the broken fragment was returned. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the hammer and the polyethylene plastic part broke into two pieces. The ¿hammer surface¿ broke apart from the threated part, that is engaged into the hammer. The surgery continued, using the other side of the hammer, with the metallic part. There was no consequence for patient. The surgery was performed as planned. This report involves one (1) hammer. This is report 1 of 1 for (B)(4).